Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Reportedly, the customer was inverting cartridge to pull air and not clearing prior to load. Tandem clinical support informed customer that inverting cartridge to pull air and not clearing prior to load, is off label per the tandem user guide. Customer¿s blood glucose level was 180's-283 mg/dl. Customer reverted to an alternate form of insulin therapy.